Event description:
It was reported that the blade broke while using the system 6 precision handpiece during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the blade broke while using the system 6 precision handpiece during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, blades breaking, was duplicated; it was confirmed that the portion of the blade mount that secures the blades was broken. A broken blade mount pin may result in increased vibrations that could cause or contribute to broken blades as well as the damage to the blade mount.